Manufacturer narrative:
H10: one (1) device was received for evaluation. A visual inspection with the naked eye and magnification noted damage on the dark blue female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed with an in-lab mini cap connected to the female connector and a leak was observed between the female connector and mini cap. The reported condition was verified. The cause of the leak was due to the damaged female connector. The cause of the damage was due to a supplier manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the female connector of two (2) minicap extended life pd transfer sets and the minicaps which resulted in iodine leakage. The connection issue was further described as ¿the set cannot be fit with mini-cap¿. This occurred during use of the devices for peritoneal dialysis therapy, after closing the twist clamps. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.